Event description:
Surgeon was dilating the patient's esophagus using a guidewire in the dilator. The distal end of the guidewire broke off in the dilator approximately 4 inches from the distal end. All parts were retrieved. Appearance of the broken end show the spring broken and core appears torn.